Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges swelling, numbness, clicking and difficulty walking. After review of medical records, patient was revised to addressed adverse local tissue reaction. Operative notes indicated fluid inside the hip as well as a lining that was metal stained. Doi: (B)(6) 2008 dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address dislocation. Update ad 13 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2008; dor: (B)(6) 2017; (right hip) first revision. Patient is bilateral please see (B)(4) for the left hip first revision.